Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the device had activated properly for eighty percent of the procedure, but then the blade stopped rotating. The blade could not rotate when it rotated the other way. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.